Event description:
It was reported the device recorded false episodes that occurred due to oversensing of non-physiological noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed interference/noise and false episodes due to oversensing of noise.